Event description:
Tech alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The tech found the side rail was missing. Tech reported the side rail latch to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.